Event description:
Technician alleged that the head of the bed drifts down. No injury reported.

Manufacturer narrative:
Technician found that the cardio pulmonary resuscitation valve is bad. Technician replaced the valve to resolve the issue.